Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began remedial intraperitoneal injection (ip) treatment with gentamycin and vancomycin (doses and frequencies not reported). The pd cleared following remedial treatment. Patient outcome not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.